Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that plastic can be seen sticking out towards the center of the tube. Customer's response to information request on (B)(4) states, "please see images below of the product issue. The plastic can be seen sticking out towards the centre of the tube. We observed this issue once for lot 8276782 and twice for lot 8249530. I was also told that this had happened with one of the lavender 3.0ml edta tubes ref# 367841 but I was not notified of the lot number. I have not been able to find an unused sample showing this issue. The patients were not recollected but the samples needed to be aliquoted in order to be tested on the analyzer. "